Event description:
It was reported that the patient started to feel a malaise. A blood glucose test was taken from the patient's blood glucose meter resulting in 43 mg/dl. The patient´s mother gave her 5 spoons of sugar in her cheek, but the patient fainted and was unconscious for one hour and a half. The patient's mother called an ambulance. A blood glucose test obtained from the paramedic's meter resulted in 29 mg/dl. The patient was treated with glucose and 40 minutes later the blood glucose result obtained from the paramedic's meter was 173 mg/dl. Afterwards, the patient was sent home. At home, the patient took a blood glucose test on her own meter, the result was 341 mg/dl. She consulted her hcp and was advised to correct the glucose level by using the insulin pump. The next blood glucose test was 248 mg/dl and as having eaten a package of chocolate wafers, she corrected her blood glucose level by using the pump based on 93 gram of carbohydrates. No more information is available from this point. Based on this event, the patient´s mother believes that the insulin pump could deliver more insulin than programmed.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction d4 - catalog no and unique identifier were updated based on the returned product.